Event description:
Phlebotomist was collecting blood sample when needle separated from the base and safety device. The needle remained in the patient's arm and had to be removed by hand, and safety device could not be engaged. FDA safety report ID# (B)(4).